Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture with asystole of less than two seconds. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.